Event description:
It was reported that, during a myomectomy, two dissectors had an error tone. The devices were cleaned and tested, but they continued to give an error tone, so new handpieces had to be obtained. The two dissectors did not break. The last dissector had the top jaw break off during use on the patient toward the end of the surgery. It had been working fine and had two error tones, then went back to green, and the device was able to continue being used, so it was thought to be fine until it broke. This occurred during a large myomectomy involving a very large fibroid. No red lights were observed. A piece fell inside the patient¿s cavity. All pieces were retrieved. An x-ray was not necessary. The procedure was completed using monopolar cautery. The dissector did not come into contact with any metallic instrument. There was no patient injury.

Manufacturer narrative:
D10 concomitant product: scd7a39, sonicision 7 dissector scd7a39 39 cm (lot#60610401x). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.